Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). This device was subsequently explanted and successfully replaced. No additional adverse patient effects were reported. This device is not expected to return for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.supplemental: this report is being submitted to provide initial reporter information.